Manufacturer narrative:
Method = device remains implanted. The device serial number has not been provided and could not be traced at this time. There has been no information to suggest the device was explanted. In fact, no additional information has been provided regarding this patient's condition, diagnosis, and course of treatment. Follow-ups with the hcp are ongoing. Updates will be reported if received. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
It was reported that a clinical study patient with an edwards aortic bioprosthesis was admitted to the hospital for "a possible valve infection", after an implant duration of approximately (B)(6) days. The operative report of (B)(6) 2012, indicates no complications during implantation of the subject device. There has been no information to confirm a positive endocarditis diagnosis. Also, no information received regarding the patient's condition and the type of treatment, despite multiple attempts with the hcp.